Event description:
The customer reported that the spo2 values measured with the intellivue x3 were abnormally low on (B)(6) 2021 between 16:30 and 16:45 for the patient in room 3.the device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Due to the lack of available details, product support engineering was unable to carry out a full investigation. Based on the information provided, the exact cause for the reported issue could not be established and a malfunction of the device cannot be ruled out.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the spo2 values measured with the intellivue x3 were abnormally low on (B)(6) 2021 between 16:30 and 16:45 for the patient in room 3. The device was in use on a patient. There was no report of patient or user harm.